Event description:
After placement of the radial arterial catheter, the physician had a difficult time trying to remove the guide wire. They ended up having to guide the needle back in and remove the whole thing. After removal of the guide wire from the patient, it was noticed that the guide wire was twisted and bent at the end.